Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon tried to fire the staple and stopped at the very beginning of the firing. A new device was used to complete the case. There was no patient harm.